Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an attempt was made to implant an insertable cardiac monitor, but the procedure could not be completed for an unspecified reason. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an attempt was made to implant an insertable cardiac monitor, but the procedure could not be completed for an unspecified reason. No adverse patient effects were reported. Additional information was received indicating that there was no failed attempt to implant an insertable cardiac monitor (icm). The attempted icm was not utilized, as the patient already had an icm in place, which was repositioned during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an attempt was made to implant an insertable cardiac monitor, but the procedure could not be completed for an unspecified reason. No adverse patient effects were reported. Additional information was received indicating that there was no failed attempt to implant an insertable cardiac monitor (icm). The attempted icm was not utilized, as the patient already had an icm in place, which was repositioned during the procedure. The representative stated that the repositioning was performed due to noise detected from the existing device. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Product record reviews did not identify a product quality issue. Analysis of available information did not identify a specific complaint cause. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that an attempt was made to implant an insertable cardiac monitor, but the procedure could not be completed for an unspecified reason. No adverse patient effects were reported. Additional information was received indicating that there was no failed attempt to implant an insertable cardiac monitor (icm). The attempted icm was not utilized, as the patient already had an icm in place, which was repositioned during the procedure. The representative stated that the repositioning was performed due to noise detected from the existing device. No adverse patient effects were reported.